Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the product was implanted in the left hip on (B)(6) 2018. The patient heard a loud noise in the hip and subsequently the patient could hardly move. The patient underwent revision surgery on (B)(6) 2020. Review of received data: x-rays: the following x-ray review has been performed by a radiologist: in total three images have been received (left hip ap/oblique labeled post-op on (B)(6) 2018, left hip oblique labeled on (B)(6) 2020 and left hip ap labeled on (B)(6) 2020). Initial image of on (B)(6) 2018 demonstrates anatomic alignment of the left hip arthroplasty. Bone quality appears mildly osteopenic. There is no fracture or dislocation. Surgical staples are present. Images dated on (B)(6) 2020 demonstrate interval comminuted fracture of the ceramic femoral head. Several large fragments are displaced distally. There is no evidence of implant loosening, abnormal radiolucency or other contributing factors. There is no osseous fracture and no frank dislocation. The left hip implant acetabular abduction angle measures approx. 35 degrees. Surgical reports: surgical report, dated on (B)(6) 2018: diagnosis: coxarthrosis. Treatment: htep left. No intraoperative complications noted. Surgical report, dated on (B)(6) 2020: diagnosis: fracture of femoral head condition after htep left. Treatment: replacement of head and liner. Description of procedure: opening through old scar. Fragments of the fractured ceramic head are located in the joint and the lateral musculature. All fragments are removed by jet lavage. Dislocation of the hip. The inlay is perforated. The cup is firm and not damaged. Insertion of a new inlay and a new head. Patient data: (B)(6), male, born (B)(6) 1964, 110 kg, 186 cm, bmi: 31.80. Product evaluation: visual examination: the polyethylene insert has been received together with the sulox head which fractured into 12 pieces. Some pieces are missing and were not received for investigation. On the articulation surface (outer surface) of four sulox fragments blackish metallic smearing in form of lines and dots, that most likely occurred after the fracture due to contact with metallic components and / or an instrument, can be seen. Slight metallic smearing can also be found on the fracture surfaces of these four fragments and on the taper. Most of the head taper is missing, however, the available parts do not show the commonly observed seating pattern indicating a proper seating on the stem taper. The outer surface of the polyethylene insert is roughened, worn and has deposited metallic wear particles. The pole peg is missing. The insert has an approx. 1 cm long perforated cut at approx. 45° (between equator and pole), which indicates the repeated contact of the stem taper with the insert after the head fracture. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing for all involved components (allofit shell, durasul alpha insert, sulox head and fitmore stem). Conclusion: it was reported that the product was implanted in the left hip on (B)(6) 2018. The patient heard a loud noise in the hip and subsequently the patient could hardly move. The patient underwent revision surgery on (B)(6) 2020. During revision surgery the sulox head was found fractured, which confirms with the visual examination that shows that the ceramic head is broken into several pieces, while the polyethylene insert shows consequential damage from the broken head. Most of the head taper is missing, therefore, it remains unknown if the head was properly seated on the stem taper during implantation. Review of the received x-rays shows an acetabular inclination angle of around 35°, which is rather flat when comparing to the recommended 40° to 45° stated within the surgical technique of the allofit shell which was valid at the time of implantation. Nevertheless, if and to what extent this might have contributed to the head fracture remains unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The lot number of the device was received. The device history records will be reviewed during investigation. Concomitant medical products: durasul, alpha insert, hooded, ll/32; item: 0100013512; lot: 2937306. Allofitfitmore, hip stem, uncemented, b/4, taper 12/14; item: 4248; lot: 2938874. Fitmore, hip stem, uncemented, b/4, taper 12/14; item: 01.00551.204; 2801656. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent a revision surgery due to implant fracture.